Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg would not communicate with external devices after it was placed in MRI mode prior to a MRI procedure. Multiple trouble shooting attempts by company representative to take ipg out of MRI mode were unsuccessful. As a result, patient underwent a surgical intervention on (B)(6) 2018 and scs ipg was replaced. Therapy is on post operation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The inability to establish communication with the ipg and turn MRI mode off was confirmed. The ipg was returned in good condition but failed to communicate with a lab clinician¿s programmer. A review of ipg¿s generator¿s log confirmed that the device had been placed in MRI mode prior to the loss of pairing. After the device was placed in normal mode using the uep tool, normal pairing was observed. The reported issue was due to the device being programmed to MRI mode and then programmer pairing being lost between the ipg and the programmer. When MRI is enabled, the magnet function is inhibited, which inhibits the ability to create a bond between the ipg and a programmer. This is a normal indication per the devices¿ design for stimulation to be disabled when the device is placed in the MRI mode of operation. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.